Event description:
Malfunction: in operational device. The surgeon reported that the forceps would not grasp the tissue. The forceps were replaced and the procedure was completed uneventfully. The surgeon reported the pt was no impacted by this event. Additional follow-up info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. The returned sample was visually and functionally inspected. No damage could be found. The sample was tested according to the final inspection instruction and it met all specs (apart from the surgical residues). Root cause could not be identified by the investigation as the sample met acceptance criteria. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).